Event description:
During a clinic follow-up, inadequate capture was noted on the right ventricle (rv) lead. During an unrelated procedure, the rv lead was capped and replaced to resolve the event. The fluoroscopy that was performed during the procedure did not reveal any rv lead anomalies. The patient was stable.